Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus china, omsc surmised there was the possibility this phenomenon was attributed to the insufficient connection between the subject device and the camera head or the endoscope due to looseness of the lock. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not displayed during the incoming inspection at the service department of olympus (B)(4). At that time, the service department of olympus (B)(4) sorc also found that the lock of the video connector socket of the subject device was loosen. There was no patient injury associated with this report.